Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic following a rising right ventricular lead pacing impedance as seen remotely via merlin. Net. Subsequently, the patient experienced chest pain. A decision on what to do was delayed pending a resolution to other patient matters.

Manufacturer narrative:
Correction: section h6 - the patient code (B)(4).

Event description:
New information notes the patient was to continue being monitored remotely and lead replacement was to be considered at the time of device replacement.

Event description:
New information suggests continued observations of rising of high voltage impedance on the right ventricular lead with high voltage therapies. The physician after a follow in clinic on (B)(6), 2021 opted to continue monitoring the lead.